Manufacturer narrative:
Cec adjudicated death event as cardiac death. Mi event as no event because there was no record of enzymes to document mi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Ae term change to myocardial infarction. Death was classified as sudden cardiac death, acute mi, it is unknown of the target vessel was involved. The investigator assessed the event as possibly related to the device and unlikely related to the antiplatelet medication. The stent was implanted in the 2nd rpl and not the 3rd lpl as was previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted in the 3rd lpl. Approx. 10 months post index procedure, the patient died. It was assumed that the death was cardiac related. The investigator and sponsor assessed the event as not related to the device or antiplatelet medication.